Event description:
It was reported that a male, patient, was having an intra-aortic balloon (iab) placed preoperatively in the left femoral artery. The first issue with the iab was that it was not reaching the arch of the aorta. This was confirmed by trans-esophageal echo (tee) during insertion of the catheter. Secondly, the iab did not inflate properly and thus the intra-aortic balloon pump (iabp) alarmed. Two different iabp consoles were used, but the alarms persisted. Thus, the iab was removed and another iab inserted via the right femoral artery and functioned without difficulty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.